Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) shut off by itself. They stated that they had recharged the ins and went golfing. Then over the next two days they noticed it took shorter to recharge than expected. The patent eventually realized that the ins had been off. They met with a manufacturing representative, who reprogrammed the ins and got it started again to resolve the issue. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are not sure why their ins shut off by itself. The patient stated that when they turned the ins back on, it seemed to work okay. They also mentioned that they cannot explain why the ins gives them a ¿paralyzing volt¿ when they are lying on their back. The patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported.